Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was verified. The device exhibited excessive sleep current. The responsible component could not be determined since both analog and digital integrated circuits were covered by epoxy resin.

Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient had to frequently charge his ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.